Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was identified as vascular rather than coronary, which prevented its use during coronary angioplasty. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
E.1.: initial reporter telephone and address: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter was identified as vascular rather than coronary, which prevented its use during coronary angioplasty. The procedure was completed with the original device. No patient complications were reported.

Manufacturer narrative:
(B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed on the device. However, a review of the media provided by the customer showed that the device was misrecognized as an opticross 18, despite a good image being displayed on the ilab screen.